Manufacturer narrative:
Philips has investigated this complaint. Upon functional testing, fse found that the connection between the wireless base station and wireless footswitch is lost. The field change order has been approved for this issue and it will be implemented lately. Philips has confirmed that the reported failure is due to a connectivity issue. Per the information collected, the base station and wi-fi led was indicating in red blinking signal on the wi-fi indicator, which indicates that there was an error in the wireless connection. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. The philips engineer inspected the system on-site and confirmed that the charger was missing from the customer site and was not defective. The defective part was returned for analysis and cause of the defect was concluded unknown. However, fse resolved the connection failure by replacing the wireless footswitch, base station and wireless footswitch charger. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless fooswitch and base station failed. No harm has been reported to philips. Philips has started an investigation of this complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.